Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed unexplained pump reboots. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were found to be damaged. A test battery cap was used for all testing. The battery compartment was found to be cracked in the thread area and from the thread area to the case seal. The battery compartment threads were damaged as well. There was no evidence of moisture contamination inside the battery compartment. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test showed a leak at the battery compartment cracked. The pump case was removed and there was no evidence of moisture contamination inside the pump. Unrelated to the original complaint, the pump powered with the test battery cap to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).